Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault" on set up prior to patient use. The ventilator was not providing inspiratory flow and the calibration was also failed. The customer reported that there was no patient involvement.